Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a medical procedure in the pseudo of the profunda artery using a pod8. During the procedure, the physician attempted to place a pod8 into the target vessel and it would not advance all the way into the lantern delivery microcatheter (lantern). The pod8 went in about 50% and it would not advance any further. The physician re-attempted to pull out the pod8 and re-advance it into the lantern; however, the same issue occurred. Therefore, the pod8 was removed. The procedure was successfully completed by using a new pod8 and the same lantern. There was no report of an adverse effect to the patient.